Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient with this system expired during the implant. Dft testing was performed and a shock was induced at 20 j which did not rescue the patient. The device started charging again but lost sensing and the device paced into vf. The patient was shocked externally twice and converted to sinus rhythm. The patient then went into vt and was shocked externally again. The patient had pea. After the physician worked on the patient for another hour and 20 minutes, the patient was pronounced dead. Should additional information be received, this file will be updated.